Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to insufficient cleaning of the scope connector. The event can be prevented by following the instructions for use which state: "[troubleshooting guide] wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the issue was resolved. The customer was advised to wipe the scope connectors with alcohol. The customer wiped two scope connectors with alcohol and the issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a b30 scope communication error code was received when the evis exera iii xenon light source was connected to multiple copes. The issue was found during preparation for use. There was no patient involvement.